Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was underwent knee arthroplasty revision due to unknown reasons.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00973, 0001822565-2016-02662, 0001822565-2017-06500, 0001822565-2017-06501. Concomitant medical products: nexgen all-poly patella, 32 mm x 8.5 mm (part# 00-5972-065-32, lot# 62654372). Nexgen lcck articular surface, 17 mm (part# 00-5994-042-17, lot# 60848644). Nexgen lcck option femoral size g, right (part# 00-5994-017-92, lot# 62255096). Nexgen precoat stemmed tibial plate, size 6 (part# 00-5980-047-02, lot# 62364122). Nexgen straight stem extension 24 mm x 145 mm (100 mm) (part# 00-5988-010-24, lot# 60922516). Distal femoral augment block (part# 00549003620, lot# 62377580). Posterior femoral augment block (part# 00549003602, lot# 62332250). Posterior femoral augment block (part# 00549003601, lot# 62397229). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.